Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained sufentanil with a concentration of 300 mcg/ml at a dose of 168.08 mcg/day and gabapentin with a concentration of 12 mg/ml at a dose of 6.73 mg/day. It was reported the hcp told the representative that on (B)(6) 2016, while he was performing a normal pump refill, there must have been a couple of cc¿s of drug that went into the pump pocket. The patient apparently became immediately symptomatic (breathing problems) and emergency medical service (ems) had to be called. The patient remained in the hospital for several days and was discharged without any problems. It was unknown what troubleshooting/diagnostics were performed, and it was unknown what actions/interventions were taken to resolve the issue. The issue was resolved at the time of the report. The patient was apparently on a flex dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.